Manufacturer narrative:
Implant regio 45 fractured. Construction was a connecting bridge bone loss caused by patient related periimplantitis is documented. Material analysis concluded no product related problem. Fracture was caused by mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.